Event description:
Ous MDR - it was reported that approx. 15 months after the implantation intermittent loss of capture and a lead safety switch from bipolar to unipolar occurred. The impedance was reportedly in range and no oversensing was observed. No adverse events to the patient were reported and lead remains implanted.

Manufacturer narrative:
Corrected the event date. The pacemaker and the ventricular lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The returned device data were intensively inspected, particularly the available iegms. The iegm recording of (B)(6) 2018 at 05:04 pm documented the reported ventricular bipolar lead failure which led per design to a polarity switch to unipolar to assure the patient's safety. However, the follow-up data of august 02, 2018 documented normal lead measurements. The root cause for the lead failure was not determinable based on the information available for an analysis. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed regular manufacturing of both devices. The returned device data were investigated, confirming the clinical observation. However, the root cause was not determinable.